Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance on the right ventricular (rv) lead. Device interrogation revealed oversensing noise and loss of capture on the rv lead; it was also noted that the rv lead was fractured. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.